Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it consists of four elongated segments of gray metallic spiral-shaped device'), fallopian tube perforation ('perforation (fallopian tube)') and device dislocation ('migration of essure device location of device: out of fallopian tube,') in an adult female patient who had essure (ess205) (batch no. 12238429-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: orthocyclen from (B)(6) 2001. Concurrent conditions included numbness in face, numbness of upper extremities, shortness of breath, insomnia, syncope, seizure, multiple sclerosis, carpal tunnel syndrome, peripheral neuropathy, dizziness, joint pain, neck pain, shortness of breath, muscle weakness, anxiety, joint stiffness, tingling, palpitations, genital labial cyst, ovarian cyst, coagulation defects, other and unspecified, breast mass, dysmenorrhoea, hemorrhagic ovarian cyst, fibroids, paratubal cyst, adenomyosis and cervicitis cystic. Concomitant products included naproxen. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced migraine ("migraines"), headache ("headaches") and cyst ("reproductive system disorder or condition type of disorder or condition: cyst"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and menstrual disorder ("menstrual cycle disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy -laparoscopic assisted - vaginal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, headache, cyst, fatigue, abdominal pain lower and menstrual disorder outcome was unknown, the migraine had not resolved and the nausea was resolving. The reporter considered abdominal pain lower, cyst, device breakage, device dislocation, fallopian tube perforation, fatigue, headache, menstrual disorder, migraine and nausea to be related to essure (ess205). The reporter commented: the essure devices were deployed with five coils showing on the light, three coils showing on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: 4.0 x 3.4 cm left adnexal cystic lesion likely related to an ovarian cyst. No evidence of nephrolithiasis. No evidence of acute appendicitis. Slightly lobulated uterus. Computerised tomogram head - on (B)(6) 2011: 1. No acute intracranial abnormality. 2. Mild moderate mucosal thickening involving the visualized ethmoid air cells. Correlate clinically with symptoms of sinusitis; on (B)(6) 2013: impression: no acute intracranial abnormality; on (B)(6) 2018: evidence for acute intracranial hemorrhage, mass effect or acute large territory infarcts. Magnetic resonance imaging - on (B)(6) 2012: 1. Several small scattered non specific foci of altered signal involving the bilateral white matter tracts as outlined above, migraine angiopathy is a leading considerations 2. Chronic paranasal sinus inflammatory disease as outlined above 3. Otherwise unremarkable MRI of the brain with no pathologic enhancement 1. No spinal cord lesions or pathologic enhancement 2. C6-c7 : minimal disc bulge with no disc hemiation or spinal stenosis at any visualized level 3. Otherwise unremarkable MRI of the cervical spine with & without gadolinium administration. Pathology test - on (B)(6) 2018: a. Resection, uterus, cervix, tubes and ovaries: - weakly proliferative endometrium. - adenomyosis. - chronic cystic cervicitis benign left fallopian tube without significant pathologic changes. - benign left ovary with cystic follicles. - benign right fallopian tube with paratubal cysts. - benign right ovary with corpus luteum and cystic fo. Ultrasound scan vagina - on (B)(6) 2010: 1. Small dominant follicular cyst in the left ovary measuring about 1.2 cm. 2. Trace amount of free fluid, likely physiologic. 3. No uterine fibroid. 4. Normal appearing endometrial stripe.; on (B)(6) 2016: there is a s x 4 cm right ovarian cyst that is shown on the comparison ultrasound to represent a hemorrhagic cyst. This is the likely explanation for the patient's pain. Study is otherwise relatively normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine concerning the injuries reported in this case, the following ones were described in patient¿s medical records: it consists of four elongated segments of gray metallic spiral-shaped device(device breakage) lot number reported (12238429) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Historical drug added. Outcome of the event nausea and migraine updated. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it consists of four elongated segments of gray metallic spiral-shaped device'), fallopian tube perforation ('perforation (fallopian tube)') and device dislocation ('migration of essure device location of device: out of fallopian tube,') in an adult female patient who had essure (ess205) (batch no. 12238429-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included numbness in face, numbness of upper extremities, shortness of breath, insomnia, syncope, seizure, multiple sclerosis, carpal tunnel syndrome, peripheral neuropathy, dizziness, joint pain, neck pain, shortness of breath, muscle weakness, anxiety, joint stiffness, tingling, palpitations, genital labial cyst, ovarian cyst, coagulation defects, other and unspecified, breast mass, dysmenorrhoea, hemorrhagic ovarian cyst, fibroids, paratubal cyst, adenomyosis and cervicitis cystic. Concomitant products included naproxen. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and menstrual disorder ("menstrual cycle disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy -laparoscopic assisted - vaginal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, migraine, headache, cyst, nausea, fatigue, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, cyst, device breakage, device dislocation, fallopian tube perforation, fatigue, headache, menstrual disorder, migraine and nausea to be related to essure (ess205). The reporter commented: the assure devices were deployed with five coils showing on the light, three coils showing on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: 4.0 x 3.4 cm left adnexal cystic lesion likely related to an ovarian cyst. No evidence of nephrolithiasis. No evidence of acute appendicitis. Slightly lobulated uterus. Computerised tomogram head - on (B)(6) 2011: 1. No acute intracranial abnormality. 2. Mild moderate mucosal thickening involving the visualized ethmoid air cells. Correlate clinically with symptoms of sinusitis; on (B)(6) 2013: impression: no acute intracranial abnormality; on (B)(6) 2018: evidence for acute intracranial hemorrhage, mass effect or acute large territory infarcts. Nuclear magnetic resonance imaging - on (B)(6) 2012: 1. Several small scattered non specific foci of altered signal involving the bilateral white matter tracts as outlined above, migraine angiopathy is a leading considerations 2. Chronic paranasal sinus inflammatory disease as outlined above 3. Otherwise unremarkable MRI of the brain with no pathologic enhancement 1. No spinal cord lesions or pathologic enhancement 2. C6-c7 : minimal disc bulge with no disc himation or spinal stenosis at any visualized level 3. Otherwise unremarkable MRI of the cervical spine with & without gadolinium administration. Pathology test - on (B)(6) 2018: a. Resection, uterus, cervix, tubes and ovaries: - weakly proliferative endometrium. - adenomyosis. - chronic cystic cervicitis benign left fallopian tube without significant pathologic changes. - benign left ovary with cystic follicles. - benign right fallopian tube with paratubal cysts. - benign right ovary with corpus luteum and cystic fo. Ultrasound scan vagina - on (B)(6) 2010: 1.small dominant follicular cyst in the left ovary measuring about 1.2 cm. 2. Trace amount of free fluid, likely physiologic. 3. No uterine fibroid. 4. Normal appearing endometrial stripe.; on (B)(6) 2016: there is a s x 4 cm right ovarian cyst that is shown on the comparison ultrasound to represent a hemorrhagic cyst. This is the likely explanation for the patient's pain. Study is otherwise relatively normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine concerning the injuries reported in this case, the following ones were described in patient¿s medical records: it consists of four elongated segments of gray metallic spiral-shaped device(device breakage) lot number reported (12238429) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it consists of four elongated segments of gray metallic spiral-shaped device'), fallopian tube perforation ('perforation (fallopian tube)') and device dislocation ('migration of essure device location of device: out of fallopian tube,') in a female patient who had essure (ess205) (batch no. 12238429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included numbness in face, numbness of upper extremities, shortness of breath, insomnia, syncope, seizure, multiple sclerosis, carpal tunnel syndrome, peripheral neuropathy, dizziness, joint pain, neck pain, shortness of breath, muscle weakness, anxiety, joint stiffness, tingling, palpitations, genital labial cyst, ovarian cyst, coagulation defects, other and unspecified, breast mass, dysmenorrhoea, hemorrhagic ovarian cyst, fibroids, paratubal cyst, adenomyosis and cervicitis cystic. Concomitant products included naproxen. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and menstrual disorder ("menstrual cycle disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy -laparoscopic assisted - vaginal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, migraine, headache, cyst, nausea, fatigue, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, cyst, device breakage, device dislocation, fallopian tube perforation, fatigue, headache, menstrual disorder, migraine and nausea to be related to essure (ess205). The reporter commented: the assure devices were deployed with five coils showing on the light, three coils showing on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: 4.0 x 3.4 cm left adnexal cystic lesion likely related to an ovarian cyst. No evidence of nephrolithiasis. No evidence of acute appendicitis. Slightly lobulated uterus. Computerised tomogram head - on (B)(6) 2011: no acute intracranial abnormality. Mild moderate mucosal thickening involving the visualized ethmoid air cells. Correlate clinically with symptoms of sinusitis; on (B)(6) 2013: impression: no acute intracranial abnormality; on (B)(6) 2018: evidence for acute intracranial hemorrhage, mass effect or acute large territory infarcts. Nuclear magnetic resonance imaging - on (B)(6) 2012: several small scattered non specific foci of altered signal involving the bilateral white matter tracts as outlined above, migraine angiopathy is a leading considerations chronic paranasal sinus inflammatory disease as outlined above otherwise unremarkable MRI of the brain with no pathologic enhancement. No spinal cord lesions or pathologic enhancement; c6-c7 : minimal disc bulge with no disc herniation or spinal stenosis at any visualized level; otherwise unremarkable MRI of the cervical spine with & without gadolinium administration. Pathology test - on (B)(6) 2018: a. Resection, uterus, cervix, tubes and ovaries: weakly proliferative endometrium. Adenomyosis. Chronic cystic cervicitis. Benign left fallopian tube without significant pathologic changes. Benign left ovary with cystic follicles. Benign right fallopian tube with paratubal cysts. Benign right ovary with corpus luteum and cystic fo. Ultrasound scan vagina - on (B)(6) 2010: small dominant follicular cyst in the left ovary measuring about 1.2 cm. Trace amount of free fluid, likely physiologic. No uterine fibroid. Normal appearing endometrial stripe.; on (B)(6) 2016: there is a s x 4 cm right ovarian cyst that is shown on the comparison ultrasound to represent a hemorrhagic cyst. This is the likely explanation for the patient's pain. Study is otherwise relatively normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine concerning the injuries reported in this case, the following ones were described in patient¿s medical records: it consists of four elongated segments of gray metallic spiral-shaped device (device breakage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event:injury to herself were updated to migraines. New events: headaches, reproductive system disorder or condition type of disorder or condition: cyst, migration of essure device location of device: out of fallopian tube, nausea, pain: lower abdominal pain, perforation (fallopian tube, fatigue, menstruation disorder, plaintiff did not underwent for essure confirmation test, it consists of four elongated segments of gray metallic spiral-shaped device were added. Medical history , lab data and concomitant drug were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.